Event description:
It was reported that the patient's lead had migrated following a car accident. The investigation did not determine which lead contributed to this issue. Surgical intervention is pending to address this issue.

Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs quattrode lead, model: 3169, UDI:(B)(4) , serial:(B)(6), batch: 5104271.

Manufacturer narrative:
The reported event of lead migration cannot be verified by lab analysis. Analysis of the returned lead a found it had been cut during the explant procedure resulting in a stimulation end segment and a terminal end segment. Microscopic inspection of the segments found damage consistent with the explant; however, no broken wires were observed.

Event description:
Additional information received reports that the patient underwent an explant on an unknown date.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient and event information. Further information was requested but not received.